Event description:
It was reported that the apix table has power, but the controls are not working. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to recalibrate the table. Calibrated the table. The sys was tested and found to be working as intended and placed back into service.